Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg was no longer working and would no longer take a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was noted that the old ipg was non-functional due to its usage. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was no longer working and would no longer take a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient felt a burning sensation, had some skin discoloration and dryness around the area of the implant. There was no skin breakage. The physician did not suspect device malfunction.

Event description:
A report was received that the patient's ipg was no longer working and would no longer take a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient no longer experienced dryness and pain at the pocket site.

Event description:
A report was received that the patient's ipg was no longer working and would no longer take a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer working and would no longer take a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.